Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 36 mg/dl. The patient treated with food. Her blood glucose at the time of call was 126 mg/dl. The patient also mentioned another previous low blood glucose incident in which her blood glucose dropped to 46 mg/dl; she also treated that incident with food. The insulin pump was not returned for analysis.